Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thoracoscopy procedure. The stapler was being applied to the bronchus strain. The stapler was able to fire but the jaws of the device locked onto the tissue. In order to remove the instrument, had to cut. The procedure was converted to open due to the device problem. There was no unanticipated tissue loss. The incision was extended by more than one inch due to the product problem. In order to resolve the issue and complete the case, used a competitor's device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.